Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was provided and the following was observed: calcification present in the sinotubular junction (stj), calcification present on the native valve leaflets, and the stent is coming into the sinus of valsalva. The event of balloon burst was unable to be confirmed as no applicable imagery or device was provided for evaluation. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, if the balloon material was subject to unfavored physical interactions with the rigid stent struts, this could have compromised its structural integrity, causing it to burst. As such, available information suggests that patient factors (calcification, interactions with pre-existing stent) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing. Device was discarded at the hospital.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 26mm commander delivery system balloon ruptured during deployment of a 26mm sapien 3 ultra valve in the aortic position. The balloon burst occurred after full expansion of the valve, and the outcome was excellent. The patient did not experience any injuries. It was thought that a preexisting left main stent that was hanging in the sinus of valsalva may have come into contact with the delivery system balloon, causing it to burst. Additionally, there was presence of some calcium in the sinotubular junction.